Event description:
The angiosculpt device was pulled through a 9 mm absolute stent and the scoring element was caught on the stent strut and collapsed the stent. A new stent was placed to cover the misaligned struts. Additional information received on (B)(6) 2013: the angiosculpt device got caught on the freshly deployed stent.

Manufacturer narrative:
The angiosculpt device was temporarily caught on a stent. This required the lesion to be re-stented; therefore, additional medical intervention was performed by the physician. No clinical injury was reported by the hospital. The user facility MDR states that the device is available for evaluation, however, the device has not been returned to angioscore for evaluation. A copy of the user facility MDR # (B)(4) was received from the FDA on (B)(4) 2013. The angiosculpt device is with the user facility's risk management, thus, no evaluation has been performed. The instructions for use for the angiosculpt pta warns to take precautions when using the catheter in a freshly deployed bare metal or drug eluting stent.